Event description:
It was reported that a vns patient made a suicidal gesture. The event was marked as being minimal intent (i.e. Scratch on wrist). It was indicated that the patient has moderate thoughts of suicide. Good faith attempts to obtain additional information have been unsuccessful to date.